Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Review of the available programming and diagnostic history. Date of event; corrected data: additional information indicates that the event occurred on (B)(6) 2011. Describe event or problem; corrected data: additional information indicates that the patient¿s device settings were corrected prior to leaving the office visit. Relevant tests/laboratory data, including dates; corrected data: additional information indicates that the event occurred on (B)(6) 2011.

Event description:
While review of programming history it was noted that there was an incomplete diagnostics that resulted in the patient having a setting change. The setting change was noted and there was an attempt to correct it but there was partial programming which did not fully correct the settings. There was no final interrogation confirming patient settings prior to leaving but the patient returned at the next appointment at the correct settings.

Event description:
Additional programming history was reviewed which showed that the interrupted system diagnostic test occurred on (B)(6) 2011. The vns patient¿s device settings were corrected prior to leaving his office visit.